Event description:
During treatment of a patient, the system crashed six times. This made it impossible for the user to complete the patient's second fraction of brachytherapy. The problem was aggravated by the fact that saved data could not be retrieved completely. Important information created when producing a CT plan in oncentra prostate ((B) (4)) is not recalled after the plan has been saved. This includes the base, reference and apex definitions and in addition the location of the template. The customer does not have a saved plan of the patient's treatment. The plans have to be redefined to load the contours and it is possible to place these in a different location on the image set compared to the original plan. The template also has to be repositioned to load the plan and it is very difficult to get this in exactly the same position as originally intended. The process of reviewing a saved plan is time consuming for the operators and it is an inaccurate record of the patient's treatment.

Manufacturer narrative:
The user was visited to find out the cause of the system crashes. While on site, it was determined the crash was caused by a memory overflow in the software. The crash can be prevented by re-sizing the catheter list before the view is switched to oblique cut. A review of the code revealed that the position of the template and other geometrical structures was not stored for large modalities other than ultrasound, the combination of these problems made it difficult for the user to compete the plan. Since the plan is made in "real time", the compounding problem can lead to postponement of a patient treatment. A field notice was issued to users informing them of this combined problem.